Manufacturer narrative:
(B)(6) h.6. Investigation summary: bd received three (3) photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed in one (1) retention sample. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported two (2) tubes before use and one (1) tube after use with bd vacutainer® sst¿ blood collection tubes, air bubbles were observed in the gel. There was no report of user or patient impact.